Event description:
Customer alleged 2 sets of discrepant blood glucose values when testing was performed back-to-back on the advantage system: 87 mg/dl and 209 mg/dl with no symptoms; and 252 mg/dl and 110 mg/dl with no symptoms. No treatment was given or action taken based on these results. No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of suspect device and replacement product was sent.